Manufacturer narrative:
Empty strip vial was returned to the manufacturer. Testing was not possible. This medwatch is for the suspect device used in advantage system #2. (B)(4)

Event description:
Customer reports back to back testing on the same meter using different strip lots. Customer reportedly obtained result of 161 mg/dl on advantage system #1 and 336 mg/dl on advantage system #2 within 10 minutes. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.